Event description:
Customer returned device for re-certification. During repair evaluation at the manufacturer's facility, the top case was found melted above the patient jack due to the display pc board shorting to the case.